Manufacturer narrative:
The customer stated, "the issue occurred in the last week" (from the date of the report). The actual samples were discarded, therefore, an analysis of the actual devices could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) capd disconnect y sets were not able to be "tightened to the discharge line". This occurred during an unspecified phase of continuous ambulatory peritoneal dialysis (capd) therapy. The set was changed to another new set and the issue was resolved. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A companion sample was provided for evaluation. A visual inspection was performed with no issues noted. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. The leads of the sample were connected to in-lab connectors with no issues or leaks noted. The reported condition was not verified on the companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.